Event description:
The customer contact reported a separation. It was reported that while the nurse was connecting the chemotherapy solution container to an unspecified clave port on an unspecified three way connector of the tubing set, the clave port separated from the three way connector of the tubing set. No specific details were provided. No information was provided if the separation occurred during or prior to patient use; however, the customer contact indicated there were no reported adverse patient effects and no reported delay of therapy. No medical interventions were reported. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. The catalog number provided is the international list number that was involved in the reported event. The commodity on the international list number that malfunctioned is comparable to the commodity on the domestic list number. The domestic list number has a common device name of (B)(4) and has a 510k of k982159. This report represents all the information known by the reporter upon query by hospira personnel.